Manufacturer narrative:
No additional info is given by the consumer. No lot code was given, no product was returned for investigation. No injury was reported, mo medical attention was sought. This is being reported because if part of the device is swallowed due to delamination, medical attention may be necessary to remove the device.

Event description:
I love that it is so small, the other was very bulky. The first never made it through the night. It was still in usable condition when I retired it after two years of daily wear. Been wearing this one for 3 months. The two pieces separated and no longer stay together. I used the blue top alone, it lasted only a few nights. I will discuss this with my dentist. Perhaps I have far worse problem then I own up to. I will tell the dentist how very comfortable this is.